Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, medication dispensing system clock was 10 min out of sync from other device in customer facility. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system clocks were 10 minutes out of synchronization with other facility devices. A technical support specialist (tss) dialed into the server and ran a query to check station times, identifying four stations with a delay of approximately 10 minutes. The tss then dialed into each affected station and updated the station names accordingly and informed the customer to verify the changes. The system functioned as intended after technical support specialist troubleshot the device.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, medication dispensing system clock was 10 min out of sync from other device in customer facility. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.